Event description:
Heating pad was returned to retailer and the only information provided was that the heating pad had a hole in it. No injury or property damages were reported with this incident.

Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warning provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.